Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell three of four. The home patient (hp) contacted a baxter technical service representative (tsr) regarding the alarm. The hp had two bags connected, the unused line was closed and there were no leaks. The tsr assisted the hp to cycle the power to se 2367 (fail safe shutdown). The hp would complete therapy with manual bags. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.